Manufacturer narrative:
(B)(4). Batch # l90w7h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip broke during operation and it took 40 minutes to retrieve the broken piece with the help of cb. No patient consequence reported.